Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. After battery installation unit gave a flashing white display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self-test due to flashing white display. Unable to further investigate for alleged sensor lost signal anomaly due to display anomaly preventing further testing. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, no moisture damage was found on electronic stack. Isolate flashing white display to electronic assembly. Unable to download history files and traces using thump software due to display anomaly. Unit was also received with: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, cracked case, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), scratched case, and label damage (faded). In conclusion, customer's allegations of frequent sensor lost signal were unknown when unit powered on with flashing white display, preventing further investigation and testing. Unit was also received with original battery cap missing battery cap contacts. Overall, isolate display anomaly to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pairing failed between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Instructed customer to revert to backup plan per health care professional instructions and to place pump in storage mode. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.